Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the label between the up and down buttons was bubbled. Customer's blood glucose was 143 mg/dl. Customer reported she received the device like that. No visible damage noted to the device. Drive support cap appeared normal. Self test was performed and device passed. Displacement test was performed as well. Customer was advised to monitor the device. Customer also stated the buttons on the device were hard. No further information reported.